Event description:
The patient heard an alarm. After discussion with the manufacturer technical service agent, when the alarms were played for a family member, they believed it was a critical alarm. She started hearing triple beeps a couple of weeks before the report. It initially was intermittent but at the time it was heard every hour. She hears them mainly in the house, initially she thought it was not the pump but now believes it is. The pump had been refilled 1 month previously; at the time it was checked and everything was normal. The next refill was due (B) (6) 2010. On (B) (6) 2009, the healthcare professional confirmed a motor stall noted in event logs with no motor stall recovery recorded; numerous stalls and recoveries were noted in the event logs starting since (B) (6) 2009; all recovered in less than 6 hours. No known medical procedures or environmental issues occurred to cause the stalls. The patient did not experience any symptoms. The healthcare professional prescribed prophylactic oral pain medication and was planning to explant the pump. The pump was used to deliver dilaudid, clonidine and bupivacaine.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The device was returned with no additional information. Analysis of the pump found shorting across feedthru insulator.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.